Manufacturer narrative:
H3: product analysis: part# 7426000, lot# em20c020 visual and optical inspection confirmed the torx tip has been sheared off. Optical inspection confirmed a flat surface fracture with circular material displacement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient presented with back pain. It was reported that while attempting to remove rialto screws/cages from the patient's sacrum the adustment driver was broken. He then asked for the t27 threaded driver and it was also broken. The surgeon decided to remove the 6 x bilateral rialto screws that had been implanted on (B)(6) 2017. There was nothing wrong with the rialto implants and they seemed solidly fused and were full of bone. There were no further complications reported regarding the event.